Event description:
Customer reported an unexpected negative reaction when testing a sample with capture-r ready screen 3 (crrs3) on the echo. The sample was from a patient with a history of anti-kell. A newly drawn sample from the same patient was tested and resulted as 3+ positive.

Manufacturer narrative:
Review of instrument images: crrs3 r073: screen cell 1 and 2 were negative as expected. Screen cell 3 (heterozygous for anti-kell) was an unexpected negative, but appear visually positive. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Repeat testing, crrs3 lot r078: screen 2 and 3 was negative as expected. The wells visually appear negative. Screen cell 1(b7148, heterozygous for anti-kell) was positive as expected with a 3+ reaction. The well visually appear positive. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Advised the customer to perform a visual verification on unexpected negative reactions before final release of test results. This issue was communicated in to customers in cc-09-042-02 on november 25, 2009.